Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, minor scratches on the distal end and fiber breakage were observed. However, the definitive root cause of the fiber breakage could not be determined. The damage was possibly due to the effect of a considerable mechanical force caused by an impact, fall or collision with other devices. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the telescope objective window had fiber breakage. There were no reports of patient harm.